Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: unresponsive busy interface and error b30 scope communication error. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: interface malfunction causes image flicker, scope communication error b30 due to ap board liquid immersion and corrosion and unresponsive busy interface due to corrosion of harness front panel unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had a flickering image. The issue was found during reprocessing. There were no reports of patient involvement.